Event description:
Additional information was received indicating that the patient is now seeing a new physician. Diagnostics taken indicate normal device function and the generator is not at end of service. The physician is not planning any interventions at this time as he stated that there appear to be no issues with the patient's vns system. The relationship of the patient's seizure frequency to pre-vns baseline levels were not available due to the physician change. The physician did not make any changes to the patient's treatment.

Event description:
It was reported that the physician believes the patient's vns may be nearing end of service and the patient is experiencing an increase in seizures. Attempts for additional information have been unsuccessful to date.